Event description:
It was reported that the biomed just replaced the mixing pump for not cooling and it was still failing for calibration 80 (water check time out unable to reach calibration temperature, not cooling) on the arctic sun device. Biomed wanted to send in because the system was also getting a system failed to start an alarm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed just replaced the mixing pump for not cooling and it was still failing for calibration 80 (water check time out unable to reach calibration temperature, not cooling) on the arctic sun device. Biomed wanted to send in because the system was also getting a system failed to start an alarm. Per sample evaluation results received on 10feb2023, it was reported that there was a low or marginal flow rate observed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not duplicated during evaluation. The device was evaluated and the reported issue was unconfirmed as the issue was not duplicated during testing. No repairs were needed. It was also reported that the device was not cooling. It was also noted that there was a low or marginal flow rate observed. The device was able to cool properly during evaluation and no repairs were needed for this reported issue. Replaced circulation pump assembly, with new circulation pump assembly. Replaced the coin cell , (no # on coin cell), with new coin cell. Performed a functional check and pre-cal the device after the repairs. Placed on acats (automated calibration and test system). Passed acats and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The reported event is unconfirmed the risk review is not required in accordance with s03fa211 rev. 17 the DHR review is not required as the bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.